Manufacturer narrative:
B3: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to set the ipg into MRI mode. Surgical intervention was undertaken on (B)(6) 2024 in which the iead was plugged back into the ipg, resolving the issue.

Manufacturer narrative:
Correction h6: coding corrected from 2900 - connection problem to 1171 - disconnection.